Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, it was reported that the device was post paced t-wave over sensing (pptwo). Technical services confirmed the device's status and recommended programming parameters that will resolve the issue. The patient was table.